Event description:
It was reported by service report that the cot will not raise or lower with weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.